Event description:
A home pt's nurse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt started the initial drain cycle prior to having their transfer set connected to the pt line of the homechoice set. After noting this the home pt connected themself to the setup and received the alarm shortly after. Baxter's technical service center assisted the home pt's nurse in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the home pt's nurse.